Event description:
It was reported that assembly difficulties were encountered with the components of a tornier shoulder prosthesis such that the central securing screw of the glenosphere would not turn/engage x2 with the baseplate component. Removing the glenosphere the second time caused pull out of the baseplate and four baseplate screws. Damage to glenoid required bone graft use and conversion of surgical process to a hemi-shoulder approach. The pt is reported in satisfactory and stable condition. The alternate prosthesis implanted is reported to be free of any hardware complications.

Manufacturer narrative:
Product returned has been visually and dimensionally examined and functionally tested. Components are demonstrated to be within all specifications. Components are assembled and meet all functional specifications. This device was included on MDR 9610667-2011-00007. Per FDA request, this MDR was generated to document this device individually.